Event description:
On (B)(6) 2006, the plaintiff was implanted with an ams monarc sling. It was alleged that the plaintiff has suffered "serious bodily injuries, mental and physical pain and suffering, including, but not limited to, vaginal pain, chronic infections, and painful intercourse." It was also alleged that the plaintiff has sustained severe and permanent injuries, including pain, suffering and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.